Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Work order search:no similar complaints found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicm5_12.1, -10.50 diopter, implantable collamer lens was implanted upside down into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for the same length, model and diopter lens. This exchange resolved the problem. There was no patient injury.